Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Threshold measurements and sensing was noted to be stable. Boston scientific technical services (ts) discussed troubleshooting options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient had fallen and suffered several broken ribs near the location of the lv lead. It was noted that the increase in pacing impedance measurements coincided with the time of the fall. A lead insulation break or lead fracture was suspected, however, was not confirmed. The physician plans to continue monitoring.